Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported during a plastic surgery case the hcp was using a device, but the insulation piece broke off, there was no impact to the patient or delay in surgery. It was noted that the hcp was able to proceed with the case. Additional information from the rep on april 16th reported they had spoke to the hcp and he stated it was his own error. The hcp noted a portion of the insulation came off when they used the holster slot to clean it, but he indicated they used it too aggressively. It was noted there was no patient complication at all. Additional information from the manufacture representative (rep) on april 16th reported they were not at the case and no further information was available to clarify what part of the device insulation broke off. The rep noted they did not know the type of generator used in the case. The rep stated the handpiece was discard after the case. The rep noted the same handpiece was used to finish the case at the surgeon¿s discretion. The rep noted the hospital determined patient information wasnt necessary or warranted.